Event description:
The customer reported being hospitalized due to high blood glucose over 600 mg/dl. The customer stated that he was experiencing stress and depression due to his son's illness. The customer was treated and released. Two days later, the customer called back and stated that his insulin pump had a blank display. Troubleshooting was performed. Advised the customer to remove the battery for ten minutes and let the device rest. The battery was changed, but the anomaly persisted. The customer's recent glucose reading was 350 mg/dl, and he has treated with manual injections. The customer mentioned that the display was flickering before went blank, and he did see that the cap contact was bent inwards. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.